Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc.

Event description:
The subject device was used during an uncertain procedure. Unknown error occurred. The probe of the device was broken. There was no patient injury reported.